Event description:
It was reported that a cartridge alarm 1 and cartridge alarm 30 occurred during basal delivery . There was no reported impact to customer's blood glucose. Customer was advised to change their cartridge before resuming insulin delivery and to consult with health care provider regarding backup therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.